Manufacturer narrative:
Investigation evaluation: three of the products said to be involved were returned in open pouches from the lot number provided in the report. The label matches the product returned. Two of the devices were returned without the clips. One device was returned with the clip attached. Device #1 & #2 (no clip attached). Our laboratory evaluation of the products said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #3 (clip attached). Our laboratory evaluation could not confirm the report. The device was visually inspected for defects that would cause premature clip deployment, however, none were observed. The device was then advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore this device functioned as intended. The physician reported that four (4) devices had prematurely deployed in the closed position in the endoscope during the procedure. However, device #3 was received with the clip still attached. The cook representative reported that the procedure progressed at a very fast pace due to the condition of the patient, and after the procedure he collected the devices left on the table. Upon review of this device, it cannot be determined if the device made patient contact or not. Therefore, this device was evaluated for premature deployment and functionality. No issues with this device was observed and it functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because all the components of the devices (particularly the clips) were not returned for evaluation. In addition, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. Furthermore, the unused device was successfully passed through an endoscope and deployed on simulated tissue indicating this device functioned as intended. A definitive cause for the reported observation could not be determined. The instructions for use states: removing undeployed device through a retroflexed scope can cause detachment of clip. The instructions for use instruct the user to uncoil device. Verify smooth handle operation and clip action. Open the clip by gently moving the handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing the handle spool as clip may prematurely detach from catheter. Close the clip by moving handle spool proximally until the clip is fully closed. Caution: do not continue to pull the handle spool beyond tactile resistance as this may prematurely deploy the clip. The instructions for use states, "with the clip closed and without holding the handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis clipping procedure, the physician used a cook instinct endoscopic hemoclip. When the clip was introduced down the endoscope, it deployed prematurely before the physician could get the device out [of the endoscope channel]. After experiencing this on four (4) clips, the physician opened a new box from the same lot number and was able to complete the procedure with no further complications.